Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was "blacked out" and customer was unable to see any graphics or text. Reportedly, the customer fell on the pump and consequently the touch screen became dark. Customer's blood glucose was 100 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.